Manufacturer narrative:
Visual examination of the returned device found the support post base is protruding out of the articular surface. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003701 - stemmed tibial component - j6940389. 00599401591 - femoral component - 64369141. 00597206538 - patella - 62851387. 00599403214 - articular surface - 63974806. Report source: foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed with nexgen lcck. During the procedure, a gap gradually generated between the anterior side of the articular surface and tibial plate as the screw was tightened to fix stem extension. Subsequently, another lcck surface was used to complete the procedure. There was a delay in the procedure of 16-30 minutes attempts have been made and no further information has been provided.